Manufacturer narrative:
This report was previously submitted under report #1822565-2014-00265. Evaluation summary: product compatibility is confirmed. No add'l complaints have been rec'd against any of the device lots involved in this complaint. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient has a planned revision due to an implant failure.